Manufacturer narrative:
(B)(4). The reported product is an unknown titanium adapter. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. Peritonitis was manifested by cloudy effluent. On the same day, the patient was hospitalized for the peritonitis event. The cause of the peritonitis event is unknown. Treatment for the peritonitis event was treated with intraperitoneal (ip) vancomycin and ip gentamicin (dose, frequency, and duration not reported). The patient was discharged from the hospital after five days. At the time of this report, the patient was recovering from peritonitis and peritoneal effluent was clear. Dianeal and extraneal therapies were ongoing. Additional information was requested, but is not available at this time. This is report 2 of 4.